Event description:
It was reported that during a lap gastric bypass procedure, approximately 15 minutes into the procedure, the max hand control button stopped functioning. A third device was used to complete the procedure. Procedure was prolonged by 20 minutes. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.